Manufacturer narrative:
The manufacturer previously received information alleging a bipap device's sound abatement foam became degraded and caused cancer. The patient did not report receiving any medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspections of the device was completed by the manufacturer and found beige dust dirt contaminate in and around the filter inlet area and canal. A beige dust dirt contaminate and also potential mineral deposits found in the outlet port. A moderate amount of small brown and dark fiber contaminate found in the modem slot opening area, as well as around the outlet port and surrounding areas. An internal visual inspections of the device was completed by the manufacturer and found a beige dust dirt contaminate on the top of the blower box housing, inner walls, and on the top and bottom of the blower. The output canal and seal of the blower had a moderated amount of beige dust dirt contaminate. The blower box output contained a small amount of potential keratin around the seal area. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 1 error. The device was applied power and the device operated properly. The manufacturer concludes multiple contaminations of dust, dirt, keratin and mineral deposit were inconsistent with the device. The manufacturer concludes there was no evidence of sound abatement foam degradation. In this report, section d9, g3, h3, h6 has been updated or corrected.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused cancer. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.